Event description:
It was alleged that control button on camera came off into the sterile field during procedure. Or personnel report that they spent 1 hr searching for the button. They found the button in the folds of the pt drape. Procedure was completed with no impact other than delay to the pt.